Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the right ventricular lead had high threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.